Event description:
It was reported that the ventilator failed multiple tests during pre-use check that included the pressure transducer and internal leakage tests among others. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed multiple tests during pre-use check that included the pressure transducer and internal leakage tests among others. Our field service engineer has investigated the reported ventilator on site. The pressure transducer printed circuit board(pcb) has been replaced to resolve the issue and sent back for investigation. A readout from the returned pcb didn't show any deviations. The returned pcb has been tested in a ventilator, it passed the pre-use check. No abnormal found during ventilation for 24 hours. It passed another pre-use check after ventilation. It was not possible to reproduce the reported issue. Therefore, no root cause can be established.

Event description:
Manufacturer's ref. #: (B)(4).